Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for explant of the implantable cardiac monitor due to premature battery depletion. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Session records indicated battery voltage reached end of life (eol) due to normal usage. Longevity assessment was performed, and the implant duration exceeds of total projected longevity indicating normal battery depletion.